Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced.

Manufacturer narrative:
Correction: section e initial reporter has been updated to the correct physician and location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was autoreducing. High impedances were observed on the patient's leads. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.